Manufacturer narrative:
G4 premarket / 510(k): k160514, k222568.

Event description:
It was reported that a catheter issue occurred. The patient presented with peripheral artery disease. The target lesion was located in a non-calcified, non-tortuous vessel. The opticross 18 imaging catheter was selected for ultrasound examination of the target lesion. Upon insertion, the device broke. The device was removed from the patient in one piece. The procedure was completed using an alternate device. There were no patient complications.

Manufacturer narrative:
H6 device codes; corrected. The device was returned for analysis. Visual and microscope inspections revealed that the tip was kinked, and an imaging core windup began 23.5 cm from the distal end of the connector shaft. No damage or failures were observed on the catheter code pcba (ccp) board assembly or on the hub connector pins. However, the guidewire exit port was lifted, and excess grease was noted on the heat-shrink tubing near the hub. Impedance testing showed an electrical open at the proximal end of the catheter. A functional inspection was performed using the motor drive unit (mdu) and ilab system, which confirmed that the catheter was properly recognized by the imaging system when plugged into the mdu, with no connection issues or errors detected. A test guidewire was inserted and tracked smoothly into the catheter with no indication of resistance. Flush testing showed that the device flushed normally when the telescope was both fully retracted and fully advanced. No signs of leakage were observed. G4 premarket / 510(k): k160514, k222568.

Event description:
It was reported that a catheter issue occurred. The patient presented with peripheral artery disease. The target lesion was located in a non-calcified, non-tortuous vessel. The opticross 18 imaging catheter was selected for ultrasound examination of the target lesion. Upon insertion, the device broke. The device was removed from the patient in one piece. The procedure was completed using an alternate device. There were no patient complications.